Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 246.4710. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: concomitant med prod data and device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01. Annex c: c0201. Annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event "error code 246.4710" could not be confirmed through laboratory testing and inspection of the iui board. In previous investigations, the reported complaint where the pcu displayed error code 246.4710 (pump adc time out failure) was confirmed in the log review; however, the error code event was not replicated during the investigation as the device involved was not returned for investigation. An inspection was carried out on the iui board returned by the facility, and it was found to be in good condition. In previous investigations, during the external inspection of the pcu observed the front keypad scratched and the upper left and bottom right rubber feet were missing on the battery, no other anomalies were observed with any of the electrical or mechanical components. The internal inspection, the components and cable connections were observed in good condition, no obvious issues or anomalies were identified with the suspect device. Preventive maintenance was performed on the pcu from the dchu facility, with the iui board provided by the facility already installed, using alaris system maintenance (asm) v.12.5, and all tests passed without any issues. Functional testing was performed on the pcu from the dchu facility, with the iui board provided by the facility already installed, and no problems or anomalies were found related to the reported event. In previous investigations, a preventive maintenance and functional testing was carried out on the pcu model 8015 s/n: (B)(6), and during the testing, no alarms or failures were observed. In previous investigations: a review of the pcu error log showed error code 246.4710 (pump adc time out failure) were recorded on the event day, at 8:00 am two (2) times. A review of the pcu event logs, on 15 april 2025, at 6:59 am, the pcu was powered on, the profile in use was identified as ¿adult critical care¿, the user pressed options, then selected data set status. At 8:00 am, the user attached a pump module s/n: (B)(6) (channel a) and pump module s/n: (B)(6) (channel b). The pcu displayed error code 246.4710 (pump adc time out failure) twice when the user attached the pump modules. The user pressed channel off. Bd alaris¿ system iui inspection tip sheet states: inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged device can result in patient harm. Do not return the device to patient use if there are cracks, surface contaminants, discoloration or other damage to iui connectors. Use of devices with damaged iui connectors can result in patient harm. Send all damaged devices to biomedical engineering for repair. Preventive maintenance inspections should be performed only by biomedical engineering. Should an instrument or accessory be dropped or severely jarred, it should be immediately taken out of use and inspected by qualified service personnel to ensure its proper function prior to reuse. Bd alaris¿ pcu unit channel error tip sheet states ¿bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected.¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 246.4710. There was no patient involvement.